Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (patient code). Corrected: h6 (device code).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a malpositioned cup causing wear of the liner. Cup was noted to have been placed in 65 to 70 degrees of inclination. Update ad 16 apr 2019: (B)(4) has been reopened under (B)(4) due to receipt of pinnacle claim submission form and medical records via cd shipment last 04 apr 2019. After review of medical records, the patient was revised to address a failed total hip arthroplasty with pain, popping and clicking. There was some marked synovitis which had a darkish stain to it. The surgeon suspected that the patient was having problems with metal wear and metal debris. However, upon inspection of the neck trunnion, there was no significant wear on the neck trunnion. There were a couple of minor scratches but it was not considered significant. There was wear on cup and it was noted to be asymmetrical. The stem was noted to be stable and there was no evidence of loosening. Post-operatively, the patient had anemia due to blood loss. Two units were given to the patient. Lab results taken from (B)(6) 2015 show elevated cobalt and chromium levels. Added lawyer, law firm, medical history, relevant test/lab data an patient date of birth. An impacted product record for the head, liner and stem was added. Updated the primary surgery date. Doi: (B)(6) 2008. Dor: (B)(6) 2016, (right hip).